Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: renew biomedical was completing the field service corrective action in michigan and during that correction the device failed for the pressure sensor assembly and the fcc cable. All of this information was received from the hamilton tech-support line as they worked through the issue while on site when you open the technical state inside of the ventilator, the pressure sensor board and the sensor air says missing within the hardware version screen. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: renew biomedical was completing the field service corrective action in michigan and during that correction the device failed for the pressure sensor assembly and the fcc cable. All of this information was received from the hamilton tech-support line as they worked through the issue while on site when you open the technical state inside of the ventilator, the pressure sensor board and the sensor air says missing within the hardware version screen. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: renew biomedical was completing the field service corrective action in michigan and during that correction the device failed for the pressure sensor assembly and the fcc cable. All of this information was received from the hamilton tech-support line as they worked through the issue while on site when you open the technical state inside of the ventilator, the pressure sensor board and the sensor air says missing within the hardware version screen. No patient involvement.